Event description:
Pt had placement of cypher des at 1319 to the left circumflex coronary artery. Pt developed acute stent thrombosis approximately one hour after stent placement. Pt returned to the cath lab at 1429 for emergent procedure. Pt arrested at 1442 during visualization of lca. The vessel underwent angioplasty and there was much difficulty crossing the previously placed stent. Angioplasty was repeated a total of three times before the stent could be crossed. The pt was in vf and required CPR, defibrillation 10 times and amiodarone before resuming sinus rhythm. A stent was finally able to be placed at 1545, with 3 being placed in the mid and proximal circumflex artery.